Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: d4: the lot number and expiration date were reported as unknown on the initials report. Both fields have been updated accordingly to reflect the information. Therefore, UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that an instrumental to insert implant was blocked and doctor could not make second shot. The complaint device is not being returned, therefore unavailable for a physical evaluation.   Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot/ serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by affiliate via email that during procedure the 24-degree truespan an instrument to insert implant was blocked and doctor could not make second shot. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. It was observed that the needle was bent downward at multiple location. Upon squeezing the trigger, the trigger of the device was working as intended. However, it was observed that the deployment needle movement had little resistant inside the sleeve of the device because of the needle being heavily deformed. When the needle became bent, the sleeve could have blocked the deployment of the implant upon being fired. The complaint can be confirmed. It is most likely due to excessive force when using the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228152- lot 6l35827 number combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review : a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228152- lot 6l35827 number combination.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10, h3: it was reported on the initial report that the device was not returned and received for evaluation. The device was received; therefore, both fields have been updated accordingly. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.